Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-03285. Reference MFR. Report: 1627487-2019-03612. Follow up information identified the infection is thought to have resolved.

Event description:
Device 2 of 3; reference MFR. Report: 1627487-2019-03285, reference MFR. Report: 1627487-2019-03612. Follow up information identified the lead information and implant dates.

Manufacturer narrative:
Model number, device information and implant date are unknown at this time. Concomitant medical products: device and model numbers for one concomitant scs lead is unknown at this time. Therapy dates for lead: (B)(6) 2019.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-03285. Reference MFR. Report: 1627487-2019-03612. It was reported the patient experienced warmth and redness at the ipg pocket site between the incision stitches. The patient was admitted to the hospital and prescribed intravenous antibiotics. The patient later had discharge at the lead introduction site. To address the issue, the physician explanted the scs system and also prescribed oral antibiotics.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-03285. Reference MFR. Report: 1627487-2019-03612.